Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hysteroscopy procedure, the device failed to maintain window lock. A backup device was available to complete the procedure. No patient injury or further complications were reported.

Manufacturer narrative:
A visual inspection was performed on the product and no damage was observed. Complaint of window lock malfunction could not be confirmed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed. Unit passed functional tests on a known good control unit with footswitch installed. All functions performed as expected and when the window lock function was enabled mdu returned the blade back to the same position every time. No problem found. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.